Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure, the atrial lead was noted to be non functional with no sensing or electrogram signal. The device was noted to have been programmed to deactivate the lead. The lead was capped on 24 oct 2019. There were no patient consequences from the procedure.